Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a symptomatic patient presented in clinic for follow-up after receiving inappropriate shock. Upon interrogation, the device was noted to be in backup vvi. A device restoration was performed successfully. The patient was stable and will continue with regular follow-up.